Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via phone call regarding a patient who was implanted with a neurostimulator for dystonia. It was reported that in (B)(6) the patient was involved a car accident and bumped their head but was not injured and nothing seemed wrong with the patient. In (B)(6), prior to the accident, the patient went to their healthcare professional (hcp) for adjustments and at that time impedance was noted as good. After the accident the patient went to their hcp where they were told the right side had high impedance. It was noted the electrodes being used did not have high impedance. Patient services review with the caller that falls or trauma could cause damage to the device and the device could possibly have been affected by a car accident. Approximately 4 days later, the caller followed up stating the lead on the right side of the brain had high impedance, there was now some issues and the patient may in the future need surgery to have the right side lead active. Caller requested tech service (ts) call the hcp but the caller was informed the hcp would need to call ts for questions and the caller mentioned maybe he needed to get a lawyer to get some answers. Additional information was requested regarding if the high impedance issue resolved and if the device(s) were explanted to return for analysis. If additional information is received, a follow-up report will be submitted.